Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. The sample is not available. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the patient's nurse reported the following. On (B)(6) 2011, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, dianeal therapy was withdrawn. Treatment was not reported and the patient was recovering. On (B)(6) 2011, the patient was discharged from the hospital. The reporter stated the event was not related to dianeal therapy.